Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor communication. The patient reported that she hadn¿t used her implant in over 4 months and she wanted to get it up and running again. The patient reported that she had already tried using the patient programmer (pp) and recharger and got poor communication with both. The patient also tried twisting the antenna dial. The patient reported that she last had stimulation over 4 months ago. The patient reported that the last time she was able to successfully recharge was over 4 months ago. The patient wasn¿t able to communicate with another external device. The patient noticed on the day of the report that she couldn¿t charge. Additional information was received from the patient on 2019-04-01. The patient reported that the circumstances that led to the inability to charge or connect was that she didn¿t utilize her stimulator for over 2 months. The patient reported that she contacted the manufacturer and scheduled a face-to-face appointment with her provider and a manufacturer¿s representative (rep). The patient reported that she could recharge, however, the charge didn¿t last longer than a day. No further complications were reported.